Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The ipp had inflation issues. During the revision surgery, the physician inspected the reservoir and noticed some scarring tissue that seemed to bunch up the tubing. The physician moved the tubing and removed the scarring tissue and the ipp worked fine. Nothing was replaced. No further patient complications were reported.